Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 cubie b5 was failed to release. After reboot had read write error and not detected on bus. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer replaced the row board cable, checked and cleaned under the pockets and trays, and checked and cleaned the retractor. A field service engineer discovered read/write errors in drawer 3-1, row b cubie, and encountered bus errors with pockets not being detected, which was a recurring issue that was diagnosed and tested. The customer conducted tests and received training, and an attempt was made to pop the initially failed pocket remotely, but it was unsuccessful. The system functioned as intended after the field service engineer repaired the device.